Event description:
It was reported to philips that system was unable to boot up, stalling at start up screen message "starting the radiology system". The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that system was unable to boot up, stalling at start up screen message "starting the radiology system". Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and found that despite a restart attempt, the system remained stuck on the ¿radiology system starting¿ message. The rse advised the customer about diagnostic steps including software charging and, if necessary, replacement of the hdd and requested onsite support. To resolve the issue, the philips field service engineer (fse) performed software recovery as advised by the rse. After repairs, the system was returned to use in good working order. The codes were updated based on the investigation outcome.